Event description:
According to the reporter: v-20 needle tip broke off in pt. Did not show up on x-ray. Surgeon claims that the needle was damaged due to the needle being manipulated. Unanticipated tissue loss? No. Was the delay over 30 minutes: no. Device fragment fall in pt cavity? Yes. If yes, what component? Needle tip. Device fragment left in pt?. Yes. What was done to correct condition? Fragment was too small to show up on x-ray.

Manufacturer narrative:
(B)(4).